Event description:
It was reported that each time a circuit was put on a machine it leaked. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. The samples were visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the units. No discrepancies detected. Sample was tested and the circuits passed the leak test. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. No root cause can be determined since the complaint was not confirmed. UDI is unknown. Initial reporter also sent report to FDA is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).